Event description:
It was reported that unsatisfactory morphology templates were observed on the device. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.